Manufacturer narrative:
Sections with additional information as of 16-aug-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter-in-law is calling on behalf of the customer. The customer is concerned with test results from results obtained of 112, 82, 75, 90 and 88mg/dl. Customer also stated the results from the true metrix were lower when compared to another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 140-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).